Event description:
It was reported to philips that the system's image processing computer was causing delays, which can impact imaging. No harm was reported to philips. Philips has started an investigation of this complaint.